Manufacturer narrative:
Additional information was received from the physician stating that the reason the device frame was blocking the coronary artery was due to the patient anatomy and not a failure of the device.

Manufacturer narrative:
Additional information has been requested, but no new information has been received to date. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. (B)(4).

Event description:
Medtronic received information that during the implant of this aortic bioprosthetic valve and after the device was sutured into place, the physician noted that the opening of the coronary artery was blocked by the device frame. The physician explanted and replaced the device during the same procedure. No further adverse patient effects were reported.